Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the device was programmed to deliver to a homecare pt an unspecified medication and the delivery was started. No specific programming parameters were provided. After unspecified lengths of time, the pt reported the device indicated the delivery was complete; however, the container was full. The device was removed from clinical service. It was unspecified if therapy was completed with a replacement device. There were no reported adverse effects and no reported delay of therapy critical to this pt. No medical interventions were required. No additional info was provided.